Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old female with cardiomyopathy was supported with an impella cp device after presenting in a pre support clinical state consistent with scai shock stage e. During support, the patient experienced continuous oozing from the right groin impella insertion site, requiring transfusion of packed red blood cells. Per the bedside rn, the patient was in dic, and upon visualization of the access site, the impella blue hub was noted to have advanced into the arteriotomy¿reported as occurring during an impella repositioning attempt over the weekend. A right lower extremity 6 fr reperfusion sheath had also been inserted over the weekend, and audible doppler pedal pulses were present. An allegation was made against the impella device, and the pump was removed in association with the reported issue based on the available information, the event involved right groin bleeding in the setting of dic and advancement of the impella blue hub into the arteriotomy during repositioning. Although an allegation was made against the device and the pump was removed, the patient ultimately survived the episode. Returned product evaluation and data download will be required to further assess potential device related factors.

Manufacturer narrative:
Corrected information has been provided in b1 product problem was inadvertently omitted in error from initial and has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of access site adverse event was most likely due to use related since blue repo hub was inserted deep into vessel/skin tract. However, patient dic condition could also have been contributed to the bleeding event. The cause of device in wrong position is not determined since device was not returned for investigation and due to insufficient clinical details.